Event description:
Patient received codman valve and approximately 2 weeks later, the patients symptoms had returned. The surgeon attempted to program the valve on several separate occasions. The patient was x-rayed and the scan was compared to the post adjustment x-ray. According to the surgeon, together the scans determined that the valve was not adjusting accurately and surgery was scheduled to replace the valve.

Manufacturer narrative:
It does not appear at the present time that the valve is available for evaluation. Since the device and lot number has not been provided, it is not possible for codman to conduct a proper investigation. If at some point the device and or lot information does become available then the complaint will be reopened, investigated and a follow up report will be filed.